Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was 30 mg/dl. Reportedly, the customer was hospitalized; details and nature of event were not provided. No additional information was provided and the customer declined troubleshooting with tandem technical support.